Event description:
The patient was unable to send cardiomems readings due to a system outage. The patient was hospitalized for heart failure and a diuretic was used to treat the increasing pulmonary pressures. It was reported that heart failure was not the only reason for the hospitalization and that the patient had other preexisting conditions as well.

Manufacturer narrative:
The device was not received for evaluation. The report of connectivity issues following a planned outage of merlin.net which occurred on (B)(6) 2022 from 6 am pst to 5 pm pst. During the planned network outage, a subset of patient electronic systems with zte adapters connected to the verizon cellular network; however, the transmission of patient data was unable to be completed using the verizon connection only. Cycling to the next available network by design did not occur. Once the merlin.net system came back online, these patient electronic systems remained ¿stuck¿ on the (B)(6) and could not transmit. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.